Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex tracheobronchial covered distal was to be implanted in the middle part of the trachea to treat a malignant obstruction, 5cm away from the glottis, 2cm long at the stenosis, and 15.82mm in diameter during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to deploy when the physician pulled the finger ring. The ultraflex tracheobronchial stent was partially deployed when it was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h10: a fully expanded and deployed ultraflex tracheobronchial covered distal stent was received for analysis; the delivery system was not returned. Visual inspection was performed and no problems were noted with the stent. Product analysis did not confirm the reported event of stent partially deployed as the stent was received fully expanded and deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. There is no indication of what the customer reported because the stent was returned completely deployed and had no visible problems. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on january 06, 2023 that an ultraflex tracheobronchial covered distal was to be implanted in the middle part of the trachea to treat a malignant obstruction, 5cm away from the glottis, 2cm long at the stenosis, and 15.82mm in diameter during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to deploy when the physician pulled the finger ring. The ultraflex tracheobronchial stent was partially deployed when it was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.